Event description:
It was reported that balloon ruptured occurred. The target lesion was located in a coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.